Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. A system check was performed and the occlusion was found to be within the infusion set tubing. The customer reported to have used the novolog insulin in the cartridge for 5 days. Tandem technical support informed the customer that per the labeling for use, novolog was to be changed after 72 hours. The customer acknowledged the information and was to change all of the supplies on the pump.